Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that there was a system computer needs service" error message and the screen froze. As a result, an alternate device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.